Event description:
Following total right knee replacement on (B)(6) 2008 I have had continuous pain, swelling, clicking, catching in the knee. I have seen numerous orthopedic specialists and have had the knee drained and recently scoped this past (B)(6) 2011. I have become limited in my activities as a result of these symptoms. Up until the day of my surgery I had been a city letter carrier. I walked 8-10 miles each day and climbed over 1500 steps each day. After the surgery, I gained weight, blood pressure rose, sugar levels climbed and I now am diabetic and have neuropathy and swelling in both feet, but mostly the right. To say my life has changed for the worse after my knee replacement is putting it mildly. I wrote to the company that manufactured the knee components, biomet orthopedics, and was told by a (B)(6) - corrective action specialist for biomet the following: "I can confirm that there have been no recalls on the products you have implanted in your knee. The manufacturing history records for the products implanted in your knee found there were no deviations or abnormalities identified. Further review of invoice records indicates other devices from these same lots have been implanted in other pts with no problems reported. Biomet has filed this info with the food and drug administration (FDA) for adverse reporting." She also suggesting that I report directly to you, the FDA, with my complaint.